Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4); the malfunction was observed and the internal memory was reformatted using the configuration cli command to reduce the probability of recurrence. The device was recertified and returned to the customer. Based on our investigation it was determined the cause was due to data logging and synching. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "cable fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.